Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. AED no sound when switched on.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 26th january 2015. During the investigation, the speaker was measured and was found to have failed. This had resulted in the device failing to issue audio prompts, as per the reported fault. This sam 500p had been tested and passed h017-014-103 on the 26th january 2015. This would indicate that the speaker assembly was working at this time before deteriorating after despatch from heartsine. Failure of the returned speaker may have been due to a process defect during the manufacture of the speaker assembly resulting in a latent failure. Alternatively, the fault may have occurred due to the device being subject to external mechanical influences (i.e. Vibrations or impact). The failure of the speaker did not affect the unit¿s ability to successfully deliver the test therapy sequence, as demonstrated during the investigation, as the device continued to prompt therapy via the instructional leds. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 500p.

Event description:
There was no patient involved. AED no sound when switched on.